Event description:
It was reported by the customer that the pyxis medstation es system had login issue, preventing users from removing the required medication for patients. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user unable to login due to the account was expired. The hospital information technology department unlocked the user account to resolve the issue. The system was functional as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system had a login issue. A technical support specialist found that the user account had expired. Informed user and pharmacy technology coordinator for reaching out to hospital information technology department to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that the pyxis medstation es system had login issue, preventing users from removing the required medication for patients. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.